Event description:
It was reported that the patient¿s blood glucose (bg) reached 278 mg/dl while wearing the pod longer than 48 hours on the back. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported cannula being bent. As treatment, manual injection was administered of 2 units of insulin. The pod was leaking.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device completed the priming sequence in an expected number of pulses, and the device operated for 3208 pulses. Inspection of the device found no issues capable of causing a needle mechanism failure. No bends nor kinks were observed to the soft cannula. A leak test was performed on the device. No leaks were observed. No damages capable of causing leaking during wear were observed.